Manufacturer narrative:
Additional info b3: the date of incident is not available. It was reported as asked but unknown. The medtronic notify date have been added in order to facilitate submission of the report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of an affinity nt oxygenator, a leak was observed while on bypass. The use of the device was unspecified. There were no patient complications.

Manufacturer narrative:
B.5.it was reported that during use of an affinity nt oxygenator, a leak was observed while on bypass. The device was replaced to complete the procedure. Medtronic received additional information that the leak originated from the device itself. Patient blood loss was 500ml due to the leak. An unplanned blood transfusion was required due to the leak. One pint of blood was transfused. B.1.and b.2.updated d.4. Serial number and expiry date updated h.1. Updated h.4. Device mgf date updated medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.